Event description:
The customer reported obtaining erroneously elevated accutni (troponin I) results for multiple patients, over separate days, involving an access 2 immunoassay analyzer. The customer indicated that the original result was within the risk stratification range. The sample was repeated twice and results within the normal reference range were obtained. The initial elevated result was reported outside of the laboratory but the physician was contacted and advised to hold treatment until the result could be verified. There was no affect or change to patient treatment in connection with this event. The samples were collected in lithium heparin and ethylenediaminetetraacetic acid (edta) plasma separator tubes and centrifuged at 5,000 rpm for 3 minutes. The customer did not report any sample quality issues and quality control was within the laboratory's established limits before and after the event. System check performed on (B)(6) 2013 passed with all parameters within specifications. Beckman coulter field service engineer (fse) was dispatched and observed bubbles in the wash pump. The fse replaced the wash pump lower seal and o-ring and cleaned the wash carousel, incubator tracks and wash and precision valves. The fse then verified alignments were within specifications, replaced all three aspirate probes and the subtrate probe, and adjusted the ultrasonics voltage to within specification. Repairs were verified per established procedures and results met published specifications. Cause of event is likely attributed to hardware malfunction; however, the specific failure mode could not be determined. Access accutni reagent lot number 227992 was used in conjunction with the instrument.

Manufacturer narrative:
Results: wash carousel, incubator tracks, ultrasonics voltage. Please see medwatch #2122870-2013-00266 and #2122870-2013-00291 for related events involving the same instrument which occurred on (B)(6) 2013.